Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement confirmed via fluoroscopy on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
Correction: b5 - describe event or problem in 2017865-2025-97516 submitted on 13 aug 2025 was missing information regarding patient being in the emergency room as well as regarding twiddlers syndrome.

Event description:
It was reported that the patient presented in the emergency room experiencing palpitations. Chest x-ray revealed dislodgement caused by twiddlers on the right ventricular (rv) lead. Further fluoroscopy imaging was performed during the procedure and noted that the rv lead was curled up in the pocket. The physician explanted and replaced the rv lead. There were no patient consequences.